Event description:
It was reported a power-on reset (por) occurred. The error message was 0x400. It occurred when the patient was at an airport security check point. Impedances were reported as normal. On (B)(6) 2012, it was reported the patient was doing well. The ins turned on immediately after clearing the por. Therapy was still adequate.

Manufacturer narrative:
Product ID, 39286-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).